Manufacturer narrative:
No device history records review was conducted since there was no reported lot # and a shipping history lot review was not performed since item # is unknown. The june 2017 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "hub broken/cracked. " no adverse trend was identified. The hospital's reported complaint description was confirmed via pictures provided (picture of representative sample failure mode), however, no device sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A possible root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (possibly a needleless connector). Angiodynamics' manufacturing process controls for the hybrid hub include inspection using a microscope for molding non-conformities including damaged/cracked surfaces. Catheters are 100% leak tested after assembly. ((B)(4)).

Event description:
As reported, PICC rn stated that the PICC line had to be removed because the hub cracked. The hospital is "conducting an internal investigation to determine if it is the PICC line or the end user." Photos of the device hub were provided to angiodynamics, however per hospital policy, no additional information will be provided, nor will the used device be returned.